Manufacturer narrative:
The complaint device was not received for investigation. However, the data log was provided by the patient. Data logs indicate screen user select high alarm, was displayed on the date of issue of (B)(6) 2015. Complaint of intermittent audio output cannot be confirmed. Data reviewed on (B)(6) 2015. Complaint of intermittent vibration cannot be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not received for investigation. However, the data log was provided by the patient. Data logs indicate screen user select high alarm, was displayed on the date of issue of (B)(6) 2015. Data reviewed on (B)(6) 2015. Complaint of intermittent vibration cannot be confirmed. A root cause could not be determined.